Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded discrepant pt/inr results on a pt when compared to the lab instrument. I-stat ¿ pt/inr: 61.6/5.6, time: 17:52, stago- pt/inr: 31.5/3.04, time: 19:22. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). On (B)(4)2012 the incident was identified and linked to an investigation was completed on (B)(4) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.